Event description:
It was reported that shaft break occurred. The target lesion was located in the highly calcified mid left anterior descending artery. After a choice pt guide wire crossed the lesion, a 2.75x12mm promus premier¿ stent was advanced but was unable to cross the lesion. As the physician was pushing and removing the device, it was noted that the shaft of the stent delivery system (sds) was separated. The lesion was ballooned and a 2.75x12mm non-bsc stent was implanted. Two additional 2.75x12mm non-bsc stents were deployed proximally and the procedure was completed. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the highly calcified mid left anterior descending artery. After a choice pt guide wire crossed the lesion, a 2.75x12mm promus premier¿ stent was advanced but was unable to cross the lesion. As the physician was pushing and removing the device, it was noted that the shaft of the stent delivery system (sds) was separated. The lesion was ballooned and a 2.75x12mm non-bsc stent was implanted. Two additional 2.75x12mm non-bsc stents were deployed proximally and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Age at time of event: greater than 60 years. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 201mm distal from the strain relief. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).